Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had poor air/water supply. The issue was observed during an unknown diagnostic procedure. The procedure was completed with no further issues reported. The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The evaluation found there was foreign material clogging the deformed nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, the device evaluation also found the following issues: due to clogging of nozzle, water removal ability did not meet the standard value, objective lens had a crack, due to a crack on objective lens, the image had dark area, adhesive on bending section cover rubber had a crack and a white-clouded area, the connecting tube had a scratch, switch 1 had wear and a scratch, the paint on air/water cylinder was peeled, the paint on suction cylinder was peeled, and the plastic distal end cover had a dent. The device was cleaned and disinfected before returning to olympus for evaluation with no delays and flushing of the air/water nozzle with no abnormalities observed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the air/water nozzle was observed damaged. However, it is difficult to determine the cause of the reported event, as it was unknown if the reprocessing was conducted in accordance with instructions for use (IFU) from the obtained information. Therefore, the root cause of the reported event is unable to be determined. The event can be detected by following the IFU which state: chapter 3 preparation and inspection, ¿section 3.2 inspection of the endoscope¿ and ¿section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. [Inspection of the objective lens cleaning function] - inspection of the spray valve function 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.